Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep advised customer to have the x-ray tube and the hv tank replaced. No further repair info is available.

Event description:
The customer reported that the 9800 system's monitor would go black after taking an x-ray. No pt injury was reported.